Event description:
Reported discordant flu a result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient initially tested positive for flu a with the sofia flu/sars combination assay, then the next day tested negative for flu a on the sofia flu only assay. No additional confirmation testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.